Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that she has had multiple episodes where her blood glucose (bg) levels have plummeted below 50 mg/dl and her husband has had to administer glucagon injections to bring her bg back up. Patient states she is out of it when her bg's are that low, so she is unable to identify her symptoms. She reports that her health care provider (hcp) reviewed pump settings today and wants pump replaced because the hcp believes that pump may be malfunctioning. The patient states basal rates are set as intended and advanced settings are set as intended, and the time and date are correct. The patient states she has not noticed any unintended boluses delivered and no inadvertent deliveries. Patient denies any change in activity, no recent illnesses, and no changes in medications. Customer technical support (cts) advised the patient that replacing the pump may not solve the hypoglycemia issue, and instructed patient to discontinue use of pump and use alternate form of insulin delivery. This complaint is being reported due to the allegation that a pump malfunction contributed to a patient having hypoglycemic episodes which require the assistance of a third party.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(4) 2013 at 17:58 and the last bolus delivery occurred on (B)(4) 2013 at 13:36. A manual time change was observed on (B)(4) 2013 from 15:27 to 14:27. On 01/06/2013 the pump was suspended at 21:21 and deliveries were resumes at 22:24 the same day. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.